Event description:
The facility reports that while initializing a resident transfer using a golvo pt lift that the composite hook at the end of the sling bar snapped off. No further info regarding the resident or incident was provided by the facility.

Manufacturer narrative:
On december 19, 2007, local distributor visited the facility and was allowed to view and inspect the equipment involved in the reported incident. Lift used in the transfer was found to be in good working condition. It had been removed from use, pending a replacement sling bar and ez strapper. The composite hook on the sling bar was found to have broken off. Facility advised that the broken part of the sling bar has been discarded. The remaining part of the sling bar will be returned to manufacturer for their review.